Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.

Event description:
The following info was reported to the kci by the kci rep: the home health agency reported that a foreign material alleged to be v.a.c. Dressing was embedded in the pt's wound, and surgical intervention was required. On (B)(6) 2014, the following info was reported to kci by the nurse: on (B)(6) 2014, a foreign material alleged to be v.a.c. Granufoam dressing was retained in the pt's wound. The same day, the pt underwent an outpatient sharp debridement to remove the foreign material. V.a.c. Therapy was re-applied, and the pt did not experience any subsequent issues.